Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: display shutdown during ventilation.

Event description:
The following was reported to hamilton medical ag: summary: display shutdown during ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be the defective fdc cable connecting the esm board to the display. In consequence the fdc cable was replaced. There was no patient or user harm.